Event description:
It was reported that during surgery the visionaire tibial cutting block did not make correct cuts. Surgeon had to use s&n manual instrumentation as the backup to complete the surgery, diverting from the original technique, and made extra proximal tibial resection to balance the knee. The final outcome of the patient so far so good. Surgeon was very unhappy with the blocks, the procedure was delayed for less than 30 minutes.

Manufacturer narrative:
The associated visionaire guide kit was returned and evaluated. A visual inspection of the returned device noted no obvious damage. Our investigation including an engineering analysis by our visionaire team noted that all alignment parameters were evaluated. An error found during geomagic evaluation was determined to be minimal, having no effect on block fit or resection depth referencing. No root cause could be determined for incorrect resections. A clinical evaluation noted that no root cause could be determined for the reported incorrect resections as the minor geomagic error noted during the investigation does not make contact with the cutting guides and had ¿no effect on block fit or resection depth referencing¿. No further patient impact is anticipated as it was communicated no impact/injury resulted from the standardized procedure and/or the minor surgical delay. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that during surgery the visionaire tibial cutting block did not make correct cuts. The procedure was completed using a backup device with a delay of less than 30 minutes.